Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician determined that the treated episode classified and treated by the device using anti-tachy pacing (atp) as a spontaneous ventricular tachycardia (vt) was instead a supra vt (svt) rhythm. It was also reported that the physician decided to reprogram other 1:1 svt to off and check the device discrimination capabilities during the next device check. The device remains in use. No patient complications have been reported as a result of this event.